Manufacturer narrative:
No analysis was performed because the issue was resolved with technical services (ts). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that while trying to boot up the system. The system didn't boot up properly, the screen showed an error with the file system. The site tried restarting the system but it didn't help. Technical services helped resolve the issue by giving the site instructions regarding the (B)(6) menu. The f (fix error) was used and the issue resolved. No patient was present at the time of the event.